Event description:
It was reported that, prior to an MRI procedure, the device was programmed to MRI mode. The MRI was completed successfully. After the MRI procedure, a device check was done with the programmer. The interrogation found that the device was no longer in MRI mode. A review was done by technical services. Technical services advised that before the MRI mode timer expired (after the MRI had been completed), the patient's device was interrogated using a programmer which had a new software version 5.5. The patient's device, which currently had the previous version of software, was updated to the latest firmware at that moment. When the update was completed, the device was no longer in MRI mode. This is normal function but unexpected to the user. There were no adverse patient effects. The device remains implanted.